Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the videoscope wouldn't connect to the video center and had a scope communication error during setup. There were no reports of patient harm as a result of this event.